Manufacturer narrative:
If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the suture thread is detached from the needle in a hernia. Additional information has been requested.